Event description:
It was reported that the device fails to boot up properly and locks up at the initial self-test screen. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the lock up failure. The customer declined physio-control's repair offer and opted to remove the device from service. Hence, a conclusive cause of the reported event could not be determined.